Event description:
We use a libre 3 plus sensor for our t1d child. The last three sensors have had multiple daily and nights false lows. When we check her glucose levels, she is 30-40 plus higher than reported by the libre. The models we used are not listed in the current recall. One was reported directly to libre. The two others are: 0pk6kppr9 and 0r6g6u6tu. Pt code: 4582. Device code: 2917. Ref reports: mw5183943, mw5183944.